Manufacturer narrative:
The actual device is available for evaluation and has been received. The model number and lot numbers of the devices were provided. Note that this report covers two lots of product. The investigation is ongoing. Once we have completed the investigation, a supplemental report will be submitted with any additional relevant information.

Event description:
Complainant alleges "sterility seal issue."

Manufacturer narrative:
The actual devices have been returned for evaluation. The model number and lot number of the devices were provided. Note that this report covers two lots of product, each with a similar concern. The customer reported packaging defects where "trim scrap" (long tails) was attached to their product. The production line does not have sensors to alert operators when a slit cut occurs. In cases where operators fail to detect and remove the trim scrap, it can wrap around the chain and attach itself to the next product in the mold, potentially interfering with the seal. Inspection is manual and subject to operator oversight. The root cause is manufacturing error, or more specifically in this case, human error as the scrap was not removed and the defect that was caused was also not removed. If any additional relevant information is identified, it will be submitted in a supplemental report.